Event description:
It was reported that the patient was issued a loaner mobile power unit (mpu) after mpu-38884 malfunctioned on (B)(6) 2021, but the loaner had a yellow wrench alarm. The patient was advised not to use it anymore. Another loaner mpu will be issued. Manufacturer report number #2916596-2021-01840.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unspecified yellow wrench alarm was not confirmed. The mobile power unit (B)(6) was returned to ppe for evaluation. The mpu was evaluated by technical services who added a missing v-lock power cord. The cord was tested and pulled on several times, but no alarming issue was reproduced. The unit was tested with a test controller and pump on a mock-loop but the reported issue could not be reproduced. The patient cable was also manipulated but no alarm issue was found. The patient cable was noted to have cosmetic issues and although it did not interfere with the operation of the unit, the cable was replaced. The unit performed all full functional checks and passed all tests. The unit was returned to the rental pool. A root cause for the reported event cannot be conclusively determined at this time. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev c) section 7, ¿alarms and troubleshooting¿ and heartmate3 patient handbook (rev c) section 5, ¿alarms and troubleshooting¿ explain how to troubleshoot all alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unspecified yellow wrench alarm was not confirmed. The mobile power unit was not returned for analysis and the patient was advised by the implanting center to discontinue use of the unit. Multiple follow-up attempts have been made to obtain information on the status of the unit¿s return, but no additional information has been provided at this time. A root cause for the reported event cannot be conclusively determined at this time. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate3 instructions for use section 7, ¿alarms and troubleshooting¿ and heartmate3 patient handbook section 5, ¿alarms and troubleshooting¿ explain how to troubleshoot all alarms. No further information was provided. The manufacturer is closing the file on this event.